Event description:
It was reported that a device was falsely alarming for downstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the false downstream occlusion alarms. The device was operating out of specification and was reworked. The downstream tubing guide, gasket, and pusher were replaced.